Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # t5cj2h. Additional information was requested, and the following was received: did any piece of the handle or closing trigger break off the device? No did any pieces fall into the patient? No. Device analysis: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage and with a reload loaded. The reload was a received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The reload lockout was not engaged; this is correct since reload still had staples. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the stapler would not close. The handle breaks when using more force. There were no patient consequences.